Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 9 mmol/l at the time of incident. Troubleshoot did not occur. The insulin pump will be replaced and will be returned for analysis.